Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was seized, jammed and moving heavily. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, oscillation angle, function with the pen drive console, triggers and electronic control unit function, compatibility between small battery drive device I and small battery drive device ii, power with the test bnehc and switching function. It was noted in the service order that the device motor with re25 misfires. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.